Event description:
Report received of an over-delivery due to operator error in programming the device. It was reported that the event occurred sometime in 2001. An unspecified drug was to be delivered over a 50 hour time period. Reportedly, all of the drug infused in 2 1/2 hours. There was no reported adverse effect to the patient. Though requested, no add'l info was available.